Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient developed an infection at the distal tip of electrode two weeks post implant. The patient was hospitalized and given intravenous antibiotics and treated with hyperbaric oxygen therapy. The patient was released from the hospital one week later. No additional adverse patient effects were reported.